Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker determined that the cause of the reported issue was due to system pcb assembly. Due to part obsolescence, the device connot be repaired at this time. The device was scrapped per customer request. The root cause of the reported issue was determined to be the faulty system pcb assembly.

Event description:
The customer contacted stryker to report that theis device was locked up. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that theis device was locked up. There was no patient use associated with the reported event.